Manufacturer narrative:
Sections d4, d6, h4: correction. Section f9, correction: approximate age of device -- 1 year, 5 months.

Manufacturer narrative:
(Method): the pump exchange and investigation of the returned device was reported under MFR.# 2916596-2019-00394. Manufacturer's investigation results: a tear to the outer silicone jacket of the driveline was confirmed through evaluation of the account's submitted photos. A specific cause could not be conclusively determined through this evaluation. Log file evaluation did not reveal any atypical events. The system operated as intended with no interruptions in the device therapy. The outer jacket tear occurred at the driveline exit site and the account opted to exchange the pump. (B)(4) was returned and evaluated under (B)(4). The evaluation of the pump did not reveal any driveline related issues. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 37 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s silicone on the driveline is damaged. The patient is completely asymptomatic. There were no signs of driveline damage other than what is seen in the pictures provided. The area of damage to the outer cover of the driveline is at the patients exit site and has no room for a driveline repair. On (B)(6) 2019 the patient underwent a pump exchange. No additional information provided.